Event description:
Reporter alleged blood glucose measured 300 mg/dl however, customer had no symptoms at the time. Customer stated retesting as a result and meter yielded measurements of 213, 141 & 109 mg/dl when all tests were performed back to back within 10 minutes. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.